Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿unusual pain, tingling, swelling, numbness, or burning of the breast".

Event description:
Patient reported experiencing "¿unusual pain, tingling, swelling, numbness, or burning of the breast", side not specified. Patient also reported experiencing non-device related "lupus, scleroderma, rheumatoid arthritis, sjogren's disease, and crest syndrome. The scleroderma is affecting the gi." Device remains implanted. This record is for the right side.